Event description:
The customer reported, that during therapeutic bariatric surgery. Their hd autoclavable camera head produced a distorted image. The device had been inspected prior to use. And the procedure was completed by switching to another similar device with only a few minutes delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of distorted image was confirmed. The image on the screen was distorted when touching the cable, as manipulation of the cable caused the coupler to come out from the socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty cable / coupler could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.